Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation a physician from (B)(6) informed cook that on 03jan2023 the wire guide in a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set (rpn: c-utlm-701j-rsc-abrm-hc-rd; lot #: 14896475) was deformed. The physician reported difficulty with advancing the wire through the needle into the blood vessel. When the physician removed the wire guide, it was reported to be deformed. A new device was used to finish the procedure. No manipulation of the wire within the needle was reported. The patient did not have tortuous anatomy. No adverse effects were experienced due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), quality control procedures, and specifications, as well as a visual inspection and dimensional verification of the returned device, were conducted during the investigation. Cook received one used wire from the set c-utlm-701j-rsc-abrm-hc-rd. The device had elongated at 19.5cm from the end of the wire. The rest of the wire was stretched or kinked. The outer diameter of the wire was measured and was found to be within specification. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the DHR for lot 14896475 and records no non-conformances. A search on the sub assembly lot found one relevant non-conformance for separated coil. There are inspections in place to identify this failure before shipment, all non-conforming devices were scrapped. A database search for complaints on the reported lot found no additional complaints reported from the field. Cook concluded that no non-conforming product from this lot exists in house or in the field. Cook also reviewed product labeling. The product IFU, [c_t_ctulmabrm_rev7] ¿cook spectrum central venous catheter minocycline/rifampin antibiotic impregnated power injectable,¿ provides the following information to the user related to the reported failure mode: instructions for use ¿4. Slide safe-t-j wire guide straightener (positioned on distal tip of wire guide) over ¿j¿ portion of wire guide. Pass straightened wire guide through needle; advance wire guide 5-10cm into bessel. If straight wire is used advance soft, flexible end through needle hub and into vessel. If resistance is encountered during wire guide insertion, do not force wire guide. Withdrawal of wire guide through needle should be avoided; breakage may result.¿ the information provided upon review of dmr, DHR, IFU, and device failure analysis, does not indicate the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to the event. The doctor stated that the difficulty occurred after the wire advanced into the blood vessel. It¿s possible that during advancement the wire guide was damaged, but cook is unable to confirm this. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
A wire guide from a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set was advanced through a needle into the blood vessel. The physician reported difficulty with advancement. When the physician removed the wire guide, it was reported to be "deformed." No manipulation of the wire within the needle was reported. The patient did not have tortuous anatomy. No adverse effects were experienced due to this occurrence. The wire guide was returned to the manufacturer on 20mar2023 for investigation and it was determined to be kinked and elongated.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.